Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer reported blood glucose level ranged from not impacted to 148 mg/dl. Reportedly, the customer was able to load a cartridge successfully, and had manual insulin injections available as alternate insulin therapy.